Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 28jan2021.

Event description:
It was reported to philips that the device would not power on. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
The philips international field service engineer (fse) confirmed and duplicated the reported issue. The fse replaced the power management pcba. The unit was tested and successfully passed all testing. The unit was returned to service. No other abnormality was observed.